Event description:
The customer sent in the ventilator for the standard 2-year overhaul. A note attached to the ventilator stated that the on/off shaft was damaged.

Manufacturer narrative:
The ventilator was evaluated by the MFR. The on/off shaft is tight which is normal for this device. The knob turns on the shaft. Further eval found that the ventilator is out of calibration. The flow was recorded at 47.5 psi with the specification at 38 psi to 42 psi. The cause of the flow being out of specification is overturning of the flow knob by the user. This device uses a friction stop. Repeated turning the knob all the way to the right results in loosening of the knob. The minimum inhalation time was recorded at 0.71 seconds with a specification of 0.75-1.25 seconds. The cause of the inhalation time being out of specification is drift. This ventilator was manufactured in august 2011 and was returned for the two-year overhaul in september 2013. The note was attached to the device.